Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 742 mg/dl. The customer experienced nausea, vomiting and dehydration. The customer was also getting frequent no delivery alarms prior to the event. It was stated that the customer treated his blood glucose levels with a manual injection prior to being hospitalized. The caller verified that the time and date were programmed correctly. Also, the insulin pump passed the prime test. The caller requested to be transferred to the local rep. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.